Event description:
Customer's daughter states the use by date on the comfort curve test strip vial is 2007; manufacturer's batch record confirmed the actual use by date to be approx two months earlier. The strip vial erroneously labeled, possibly allowing customer to test beyond actual expiration. Date. The strips were expired at the time of the customer's call. No adverse event reported. Batch record expiration date confirmation attached. Requested return of product, replacement sent.